Event description:
Dexcom g6 app turns on a very restrictive do not disturb setting on my (B)(6). Apparently dexcom g6 has added the "feature" of bypassing any and all dnd settings on my phone so that it's severe warnings get through. This is a worthy and useful goal. However, the dexcom g6 implementation has a dangerous bug. As well as ensuring alerts get through, the g6 app sets it's own dnd setting, irrespective of the schedule I have set for my dnd. This appears to happen at night when I have moderate dnd settings on a schedule from 1:00am until 8:00am. I wake up to find my phone is in dnd and that I've missed important healthcare calls, as well as calls having a material effect on my income and ability to keep a roof over my head ! That counts as affecting my health, surely. I have found the notification panel showing "dnd set by dexcom g6" several times over the past several weeks and have tried to sort it out by settings. In calls to dexcom g6 support, they just repeat the purpose of their taking over control of dnd on my phone. When pressed, they say it can't be overridden "for safety". Again, admirable intent, if it didn't have unintended side effects. I'm filling this report because dexcom phone support was going to submit this as a feature request, 'not' as a hazardous or dangerous bug report, their phone support seems intentionally prevented from being able to submit any serious issue ! This is the most worrying aspect of my encounter with tech support. FDA safety report ID# (B)(4).